Event description:
Patient was revised to address a painful hip. The cup was slightly loose, with some bony ingrowth on the superior portion of the cup.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.